Event description:
During review of internal programming history it was noted that on (B)(6) 2008 a patient's device was interrogated and the settings were 2/30/500/30/5, a system diagnostics resulted in "fault" communication, which caused the device settings to change to 0/20/500/30/60. Before the patient left the visit the device settings were programmed to 2.25/20/500/30/60, however not all of the settings were programmed to intended settings.

Manufacturer narrative:
Analysis of programming history.